Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller tested 7.9 inr on the coaguchek xs system while a comparison lab returned as 5.0 or 5.1 inr. Caller's coumadin was held for 2 days based on the high inr results. No adverse event reported. Requested return of suspect system and replacement was sent.